Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returned for eval. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The mfg records for the lot were reviewed and there were no issues related to this complaint. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant low inratio inr result in comparison to an alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.0, poc inr: 2.0. Therapeutic range: 2.0 - 3.0. The time between testing was one (1) hour. There was no reported adverse pt sequela. There was no add'l info provided.